Manufacturer narrative:
One catheter with 3ml syringe was returned for evaluation. The reported event of leakage was confirmed. The balloon was found to be ruptured. Distal balloon winding was removed to match the latex edges. Latex edges did not appear to match at the ruptured location. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table.". Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, this catheter leaked and ruptured. There was no patient involvement.

Event description:
It was reported that, before use, this catheter leaked and ruptured. There was no patient involvement.

Manufacturer narrative:
One catheter with 3ml syringe was returned for evaluation. The reported event of leakage was confirmed. The balloon was found to be ruptured. Distal balloon winding was removed to match the latex edges. Latex edges did not appear to match at the ruptured location. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table.". Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.